Event description:
Laparoscopic cholecystectomy - "the surgeon was removing the specimen in the retrieval bag and the bag burst."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the bag with string and bead attachment was returned for evaluation without the rest of the unit. Upon inspection, engineering confirmed a tear and stretch marks at the distal end of the bag. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. Previous tests have shown similar stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.